Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had ¿control unit damage.¿ the device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿foreign matter came out from the nozzle and tip objective lens had a foreign object.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue control unit damage was confirmed. The following findings were also noted during device evaluation: lock engagement knob has a crack, due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specifications, adhesive on bending section has a chip, crack, and white clouded area, scratches found throughout the device, adhesive around objective lens is peeled, due to a scratch on objective lens, the image has dark area partially, due to adhesive peeling around objective lens, streak of flare appears in the image, and due to a scratch on objective lens, flare occurs. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: the reprocessing status of the subject device was unable to be confirmed since related information was unable to be obtained. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the nozzle and objective lens could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: - inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. - prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.